Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, contributing factors that may have led to the infected sites could have been poor wound healing, the patient's comorbidities, and general care and cleaning of sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the blood cultures were negative and that the sternal wound was positive for "p. Acnes and thoracotomy cultures were negative. The patient was taken to the operating room on (B)(6) 2015 for mediastinal and left thoracotomy wound "I & d" and started on vancomycin and zosyn. Patient was discharged with the wound vac on the thoracotomy site and with IV vancomycin for six weeks. No additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was implanted on (B)(6) 2015 and became infected last night. It was stated that the patient was taken to the operating room in the morning for a washout and debridement of his sternotomy and thoracotomy. Patient also had a low-grade fever over the past couple of days. Patient continues to have no growth on blood cultures. Patient spiked a temperature last night again and had increased pain from the driveline exit site to the left chest, noted was purulent drainage from driveline exit site and thoracotomy incision. It was stated that the patient was then taken to the operation room again and the sternal incision "didn't look too bad", however the surgeon made one incision at the site of the thoracotomy and the driveline was immediately visible and unincorporated. It was said that the surgeon ended up washing everything out, closing the sternal incision and placing a wound vac in the thoracotomy. The plan, was stated to be, to "have the patient on antibiotics (abx) and then exchange him". No additional information provided. Investigation is ongoing.